Event description:
Initial report: this non-serious spontaneous report case from another country, was reported by a physician via a sales representative and forwarded by our local affiliate. This case involves a male patient (age nos) who received poly-l-lactic acid (sculptra) therapy in 2009. Other therapy dates and treatment details were not mentioned. The reporter stated that the results were "fantastic", however, the patient developed a granuloma after injection (date nos). It was not specified if any corrective treatment was provided, and the event remains ongoing. A ptc (pharmaceutical technical complaint) was initiated (number nos). Reporter's causality assessment: not provided. Addendum for follow-up information received on 13-oct and 14-oct-09 respectively were processed together: the physician reported that this case involves a male patient who developed a subcutaneous nodule (previously reported as granuloma) in 2009, three weeks post poly-l-lactic acid treatment. The lump was located at the jaw line halfway between the chin and ear lobe (left side). The 1 cm subcutaneous nodule was assessed as mild. The nodule is "getting smaller, but is not gone yet." The patient received 0.1 ml triamcinolone acetonide (kenalog-10) injection into the lesion as corrective therapy. Poly-l-lactic acid therapy was reconstituted with 4 ml of water and 2 ml of lidocaine 24 hours prior to use (lot number nos). The patient was injected with 2 vials.

Manufacturer narrative:
Brr (batch record review) without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in foreign country. The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.